Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
Leakage of methotrexate from the chemotherapy line was reported with a chemolock¿ during a patient infusion in ward 15 of the oncology day unit. The infusion was intended to be over 23hs (48.9ml/hour) and commenced (B)(6) 2023. On (B)(6) 2023 at 7am the night staff communicated to the am staff on (B)(6) 2023 that the patient gown and sheets had a few small patches of yellow liquid evident (leakage from the line occurred at some point during the night). The line appeared to be intact and was set up as per protocol with a spiros and a 3 way tap insitu. The line connections were all checked per the night staff. The patient gown and sheets were changed. The chemotherapy completed at 1130 on (B)(6)2023 with no further leakage. The issue was discussed with the cancer care coordinator and onc/haemcsn (oncology/hemotology csn) for follow up. The customer indicated that the leakage could potentially be spiros related. The set was not reprocessed or re-sterilized prior to use. There was no report of human harm as a result of this event.

Event description:
There was no emergency response called, no impact, and no (or minimal) disruption, for less than an hour. No intervention was required. This was not a pandemic related event. The medication class was reported as: immunomodulator and antineoplastic.

Manufacturer narrative:
The complaint of leaks on item # 011-cl2000s-pc could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) could not be reviewed because the lot number for this complaint is unknown/not provided.